Event description:
It was reported via repair work order that the scale module was broken. It was also reported that the gatch fowler button switch panel and bed exit button switch was effected and no adverse consequence or clinically relevant delay in treatment was reported.